Event description:
A hemodialysis inpatient user facility has reported during treatment an internal blood leak occurred. The leak was visually observed as a crack in the arterial header. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 200ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been returned to manufacturer.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The reported complaint of an internal dialyzer blood leak is not confirmed. A complaint sample has not been received for manufacturer evaluation. A definitive conclusion regarding the compliant incident cannot be reached without physical examination of the complaint sample. An investigation of the manufacturing records was also conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.